Event description:
Reportedly, the programming head is not functional. The leds do not light up when the inductive telemetry head is placed over a device, and no initialization messages are displayed. In addition, the printer is not functional. The subject programmer should be returned for analysis.

Manufacturer narrative:
Testing of the returned device did not reveal any anomaly. The reported issue could not be confirmed by the analysis.

Event description:
Reportedly, the programming head is not functional. The leds do not light up when the inductive telemetry head is placed over a device, and no initialization messages are displayed. In addition, the printer is not functional. The subject programmer should be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programming head is not functional. The leds do not light up when the inductive telemetry head is placed over a device, and no initialization messages are displayed. In addition, the printer is not functional. The subject programmer should be returned for analysis.